Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: pump log does not indicate that the insulin pump caused or contributed to low blood glucose (bg) levels. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. The customer consumed juice to treat bg level. Reportedly, the customer believes the suspected cause of the low bg level was due to being physically active the day before. The customer stated believing that the pump and supplies were functioning as intended and the issue was unrelated to pump performance. In addition, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported blood glucose level was 361 mg/dl with small ketones, which was addressed with a correction bolus via the insulin pump. The customer reloaded the cartridge successfully and received an accurate fill estimate.